Manufacturer narrative:
As reported, the bard/davol hydrosurg laparoscopic irrigator leaked fluid. There was no reported patient injury. The subject device is not returned for evaluation. Based on the condition reported, the root cause is most probably due to fluid ingress into the unit housing. However, the subject device was not returned for evaluation, as such no conclusion can be made. Should additional information be provided a supplemental emdr will be submitted.

Event description:
As reported, during a laparoscopic appendectomy procedure on (B)(6) 2021, the bard/davol hydrosurg laparoscopic irrigator leaked irrigation fluid. It was reported that the power seemed to be sufficient throughout the case, but there was a puddle of water under the pump chamber. As reported, the fluid was noted part way and there was about 30-40 ml of fluid involved. It was also reported that the device functioned as intended and the case was completed using the same device. There was no reported patient injury.